Event description:
It was reported that the handpiece began overheating during a wisdom teeth bone removal case. The procedure was completed successfully with another device. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was problems with the driveshaft assembly and spindle housing, which were each replaced along with bearings and other components. Service did a clean, lube, and adjust to the device, and it will be repaired and returned to the customer.